Event description:
It was reported that before a cast removal, the cast cutter got very hot. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. The report will be updated when the eval is complete.